Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a cracked valve and white particles in the inner surface of the device. A leak test and microscopic analysis were performed which identified a cracked valve. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve. The reason for reoperation was deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.